Event description:
Ous MDR - (B)(6) 2012: it was reported that the pt developed a pocket hematoma after implantation, which prolonged their hospital stay. On (B)(6) 2012, pocket hematoma was still present after hospital discharge. Konakion was prescribed. There were signs of a mild infection which was treated with an i.v. Antibiotic. There were no other adverse pt effects reported. This event will be updated if add'l info is obtained.